Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 23 mg/dl at the time of incident and customer's current blood glucose is unknown. The customer also reported that the insulin pump had power off. The customer also reported that the they did not received low battery alert prior to the power off alert. It also stated that the it was less than 24 hours from low battery alert to the off no power alert. The customer was advised to discontinue use of insulin pump and pump will need to replace. The customer will be return the device for analysis.

Manufacturer narrative:
Unit was received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify off no power, low battery, battery out limit or failed battery test alarm due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.